Event description:
Device issue: suture curled and separated. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during knot advancement, the suture curled and separated into two portions. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. A review of the device lot history record is forthcoming. A follow-up will be submitted.